Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the report was received of missing dose number segments in a humapen memoir. The actual complaint device (lot 1006c01, manufactured june 2010) was returned for investigation. The detailed investigation confirmed missing dose segments in the display due to an open solder joint in the microprocessor. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action- this is the first occurrence of this particular failure mode. Due to its rare occurrence, no additional corrective action is planned at this time. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacy that contacted the company with a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for an unspecified indication via a humapen memoir insulin delivery device. On (B)(4) 2010 it was reported that segments were missing in the display. The zero appears as the letter c. This suspect device is associated with (B)(4) / lot number unknown. The user, the user's training status, and device duration of use was not provided. Return status of the pen was not provided.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacy that contacted the company with a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for an unspecified indication via a humapen memoir insulin delivery device. On (B)(6)-2010 it was reported that segments were missing in the display. The zero appears as the letter c. This suspect device was associated with pc (B)(4). The user, the user's training status, and device duration of use was not provided. The device was returned on (B)(4)-2011. Update (B)(4)-2011: additional information received (B)(4)-2011 via the global product complaint database. Updated memoir lot number field. Updated narrative. Update (B)(4)-2011: additional information received on (B)(4)-2011 from the global product complaint database added the device specific safety summary and the return dated of the product.